Event description:
An unknown issue was reported. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso sensor, and cracked housing. There was no evidence in the event history log. Functional testing found the rtc battery was over its limit. The reported problem was unknow; however, the rtc battery was over limit. The rct battery was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. Reporter phone: (B)(6).